Manufacturer narrative:
Describe event or problem, corrected data: supplemental report 02 stated that the as-received decoder was reviewed; however, this was actually the magnet activation history from the product analysis report. The data was date adjusted to obtain the accurate dates. This report is being submitted to correct this information.

Manufacturer narrative:
Age at time of event, corrected data: review of additional data suggests a more accurate event date; therefore, the patient age is being updated accordingly. Date of event, corrected data: review of additional data suggests a more accurate event date. This report is being submitted to correct this information.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was performed on (B)(6) 2013, on the returned explanted generator. The generator had been explanted due to end of service. Product analysis of the device found that it was at end of service and determined it to be the result of normal expected battery depletion based on the battery life analysis and electrical test results. However, the pulse generator module did not perform according to functional specifications. All failures on the post-burn electrical test were related to the reed switch, component s1. The observed reed switch condition should have no adverse effect on battery longevity. With the reed switch substitution for s1, the pulse generator module performed according to functional specifications. Although the end of service condition was verified to be an expected event, the reed switch (s1) did not function properly. The as received device history report printout, prior to decontamination, shows the patient initiated 60 magnet swipes. The as received condition of the packaged device showed no anomalies. The failure mechanism for the reed switch (s1) was not ascertained. There were no other observed issues with the generator. Review of the device manufacturing records for the generator and lead confirmed both devices met all final specification testing prior to distribution. No additional information has been provided.

Event description:
The reed switch was returned to manufacturer for analysis. A report was received which indicates that the switch was non-functional/exhibiting high resistance due to the presence of material in the gab. The material was determined to be stainless steel. This is most likely the result of a broken tip from the tweezers used in the manufacture of the switch.

Event description:
Additional review of the as-received decoder data shows that the most recent magnet activations occurred between (B)(6) 2006. This suggests that the reed switch failure occurred around (B)(6) 2006.